Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. The flow rate is low due to a malfunction of the circulating pump. Alert 02 (low flow) observed. Replaced circulation pump. A 2000 hour pm was completed on the device. As part of the pm, replaced the mixing pump, heater, and drain valves. The device passed all tests and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. Per review of wo on 03apr2026, there was no patient involvement.